Event description:
Customer obtained erroneous troponin (accu tni) results for two patient samples. The original specimens were re-tested and lower results were obtained. The erroneous results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Specimens were serum collected in sst tubes and were centrifuged at 3,000 rpm for 7 minutes. Qc was within the customer's established ranges prior to the event. A field service engineer (fse) was dispatched: the fse performed a diagnostic testing which failed. The fse replaced the duckbill and cleaned the aspirate and dispense probes. The diagnostic testing was repeated and met published specifications. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.